Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a surgeon did not reset the settings of previous surgeon when performing a cataract with intraocular lens implant procedure. Two bags of balanced saline solution were used but the staff did not notice the bag had run out of fluid. The anterior chamber collapsed and part of the patient's iris was removed.

Manufacturer narrative:
Evaluation summary. The operators manual states if the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. The operators manual also warns the use of non-manufacturer surgical reusable or disposable I/a handpieces that do not meet manufacturer surgical specifications, or use of a manufacturer handpiece not specified for use with the system, may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Anterior chamber stability is primarily influenced by the balance between influx of irrigating fluid and its efflux through the main corneal incision and side ports. The operators manual includes warnings: the use of dynamic rise setting 1, 2, 3, or 4 may result in aspiration levels (volumes) exceeding irrigation flow. This may cause chamber shallowing or collapse which may result in patient injury. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. There is no evidence that the design or manufacturing of the system contributed to the reported event. The company service representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. The product met specifications at the time of release. The root cause of the reported event can be attributed to use error. (B)(4).